Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station powered off but would not power back on. A field service engineer removed the rear panel to investigate the root cause of the issue but found no obvious cause. Powered the station off and back on, and it came up normally. Checked the auxiliary cabinet but found no reason for the station to have powered off. Noted that drawer 3.1 was opening too far, possibly related to the original call. Removed all pockets through the hardware testing application, but pocket d5 would not release. Manually released the pocket and discovered a broken muscle wire. Replaced drawer 3 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es powered off and did not restart. The station was observed to be stuck on a black screen and failed to power up, resulting in an unexpected and sudden system shutdown. However, there were no delays, adverse events or injuries reported based on this event.